Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the workstation crashed when a display request was made for recorded cine sequences. There is no report of pt injury associated with this event.